Event description:
The user facility reported that the reliance endoscope processing unit was leaking out of the room where the unit was located and into the hallway. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
A steris technician inspected the unit and found the hose clamp on the processor's main water line had loosened causing the hose to come off and water to leak; the loosening was caused by the water pressure in the hose. The technician replaced the hose clamp, ran a test cycle and placed the unit back into service. No further issues have been reported with this equipment. Steris will submit a follow up report should additional information become available.